Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that pacing impedance was noted to be out of range on the non boston scientific right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). Approximately five weeks after the out of range impedance was noted, the non-boston scientific rv lead was explanted and replaced due to advisory or recall. The crt-d was connected to the new rv lead and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance was noted to be out of range on the non boston scientific right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). Approximately five weeks after the out of range impedance was noted, the non-boston scientific rv lead was explanted and replaced due to advisory or recall. The crt-d was connected to the new rv lead and remains in service. No additional adverse patient effects were reported.